Event description:
Boston scientific received information that this patients right ventricular (rv) lead has exhibited decreased impedance measurements of less than 200 ohms. Historically this leads measurements were stable at over 200 indicating a possible lead issue on this chronic lead. Additionally noted was some muscle stimulation. To date, the lead remains implanted and there have been no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.